Event description:
It was reported that the devices were implanted in 2005. Patient dislocated. A week later surgeon removed the 10 degree liner and the -3.5 x 32mm fermoral head and replaced with a 20 degree liner and a 0 x 32mm femoral head.